Event description:
It was reported that a wire detachment occurred. This comet ii pressure wire was selected for a diastolic hyperemia-free ratio (dfr) procedure. While inserting the wire into the plastic handle, a break occurred at the middle portion of the wire broke. The wire break was outside the patient and the device did not enter the patient. The procedure was completed with a first generation comet device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR:the devices shaft was visually and microscopically inspected for damage. The device showed multiple kinks and bends throughout the wire shaft. There was tip damage in the form of bends. The device showed a separation located 38cm from the tip, at the seam weld. The total length of a comet wire is 185cm. All the components of the wire were returned. Functionality of the device could not be confirmed due to the damage of the device. The coefficient was confirmed to be programmed per specification. Materials testing analysis characterization identified severe plastic deformation consistent with a bend overload failure mode.inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a wire detachment occurred. This comet ii pressure wire was selected for a diastolic hyperemia-free ratio (dfr) procedure. While inserting the wire into the plastic handle, a break occurred at the middle portion of the wire broke. The wire break was outside the patient and the device did not enter the patient. The procedure was completed with a first generation comet device. No patient complications were reported and the patients status is stable.